Event description:
It was reported that the patient received inappropriate high voltage therapy due to lead dislodgement. Twiddler syndrome was noted via fluoroscopy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.